Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation alleges excessive levels of chromium and cobalt, pain, stiffness, discomfort, and weakness. Patient is bilateral. Update 12/14/2015 ppd received. Patient dob was updated. The part/lot information for the cup and head was provided from the patient sticker sheet. The complaint was updated on 12/21/2015. Update rec'd 1/25/2016 - patient was revised due to pain and high metal levels. A sleeve and stem are being added due to the elevated levels.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update (B)(6) 2017 medical records received. After review of the medical records for MDR reportability, it was reported that the patient experienced pain, scarring within the adipose tissue area, black and cloudy fluid in the joints, synovial overgrowth, and elevated cobalt and chromium levels. Cobalt level was 18.7 mcg/l. Intraoperative findings revealed marked changes most consistent with wearing of the anterior column and deficiency which was grafted with local graft. There was also evidence that this was changes of the synovial tissue consistent for metal debris. This complaint was updated on (B)(6) 2017.

Manufacturer narrative:
Depuy still considers this case closed to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges that patient underwent a revision to address excessive levels of chromium and cobalt, pain, stiffness, discomfort, and weakness.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.